Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "firmness and removal of textured breast implants due to the patient¿s concern with the product". Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "firmness and removal of textured breast implants due to the patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.